Event description:
It was reported that during a t2 ankle arthordesis surgery, the surgeon notices that the nail holding screw is fully struck and deformed making it impossible to connect it to the t2 insertion wrench (1806-(B)(4)). The surgeon reports the component failed, they could have use the t2 wrench, but in the end they could not use the nail holding screw either because of the deformity. The situation was solved by using "hands free" technique and without distal screws because no other device available was available in the theatre.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during a t2 ankle arthrodesis surgery, the surgeon notices that the nail holding screw is fully struck and deformed making it impossible to connect it to the t2 insertion wrench ((B)(4)). The surgeon reports the component failed, they could have use the t2 wrench, but in the end they could not use the nail holding screw either because of the deformity. The situation was solved by using "hands free" technique and without distal screws because no other device available was available in the theatre.

Manufacturer narrative:
A review of the DHR revealed no discrepancy in manufacturing. An investigation was not possible as the device was not returned. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. In this case it could only be referred to available information. With available information the exact cause of the event could not be determined. As the device had been in use for at least 2,5 years we conclude that it worked as intended in previous surgeries. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause. No discrepancies were detected during risk analysis review. No non-conformity identified. Device was not returned.